Event description:
According to the reporter, during a hemorrhoplexy procedure, the device partially fired. The second device did not fire at all. A new stapler was used and hand suturing was required. The patient's hospital stay was extended by one day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.